Event description:
It was reported that the patient has high lead impedance and worsening of atonic seizures. Anterior posterior chest and neck x-ray images were reviewed. The x-rays were provided after high lead impedance and worsening of atonic seizures were reported. The generator placement was determined to be normal in the left chest. The feedthru wires appear intact and the connector pin appears to be fully inserted inside the connector block. The lead was visualized in the chest and neck. Strain relief loop and bend are present and appear per labeling with two tie-downs visible. Lead is routed behind the generator. The lead wire appears intact at the connector pin. No sharp angles were observed in the lead. The lead was assessed for fractures and no gross fractures or discontinuities were noted. Based on the x-rays received, the cause of the high impedance cannot be confirmed. Note that the presence of problems in obscured portions of the lead and microfractures cannot be ruled out. No known surgical intervention has occurred to date. No additional relevant information has been received to date.